Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. No sample has not been returned has been returned for evaluation; complaints of a similar nature have been received. The root cause of the customer¿s dissatisfaction with the 15 degree knife substitution is due to a temporary deviation caused by a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the customer's dissatisfaction with the 2.4 degree knife is unknown as there have been no temporary deviations for this knife and a sample was not returned for investigation. The root cause of the knives creating bad incisions is unknown as a sample was not returned for investigation, so the customer's complaint could not be confirmed. A potential root cause is an error during the supplier's manufacturing process. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that the blade created a bad incision during a cataract procedure. The issue was resolved by use of a suture. The current patient condition is unknown. The product sample was not retained for evaluation. Additional information has been requested; however, no new information has been received to date.